Manufacturer narrative:
This supplemental MDR was created to retract the submitted MDR, as the autopulse platform (sn (B)(6)) was a demo device owned by zoll and was not used on a patient. Therefore, this event is a non-complaint.

Event description:
During preventive maintenance (pm) performed at zoll, the drivetrain motor of the autopulse platform (s/n (B)(4)) ran with no power and was unusually loud. During further testing, the platform stopped compressions and displayed fault code 16 (timeout moving to take-up position). No patient involvement.

Manufacturer narrative:
During preventative maintenance (pm) performed at zoll, the autopulse platform (s/n (B)(4) powered up and passed the load cell characterization test. However, the platform's drivetrain motor was unusually loud during rotation and ran with no power. As a result, the autopulse platform could not reach the target compression depth within the required time. During further testing, the platform stopped compressions and displayed fault code 16 (timeout moving to take-up position). Troubleshooting the problem determined that the root cause of the noted issues was the defective drivetrain motor. Technical device evaluation revealed that the drivetrain brake gap was too wide, out of the specification, likely attributed to the aging of the device/wear and tear. The autopulse platform was manufactured in december 2015 and is over 6 years old. The platform has exceeded its expected service life of 5 years. The defective drivetrain motor needs to be replaced to remedy the faults. Visual inspection was performed and found no physical damage to the autopulse platform. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).